Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph7847,and no non-conformances/manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: * were there any treatments given to the patient?--------yes * was any surgical intervention performed specially re-suturing? Explain----antibiotic anti-infective therapy were given. And the suture was removed. The following information was requested but unavailable: -were there any alleged deficiencies noted with the device that could have contributed to the patients post-operative complications as mentioned in the event description? -was dehiscence noted. -the patient demographic info: weight, bmi at the time of index procedure -date and name of the index surgical procedure -the diagnosis and indication for the index surgical procedure -on what tissue was the suture placed? -what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? -onset date of symptom from index surgical procedure (# of post-op days)? -on what day (# of post-op days) was the suture removed? -please provide information regarding the anti-infective therapy (medication name, route, dose). -what is the physicians opinion as to the etiology of or contributing factors to this event? -what is the patients current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. Post-op, the patient experienced wound secretion, erythema, inflammation and blister on the incision after sewing the subcutaneous tissue in the surgery. The doctor removed the suture. Then the incision healed well. The patient received antibiotic anti-infective therapy. Additional information has been requested.